Event description:
The patient had to be rescanned due to artifact in the images.

Manufacturer narrative:
There were artifacts in the image requiring the rescan of the patient. The corrective measure for the issue was to replace the detector module. The service team ran the daily calibration, qa check, and water phantom check with no artifact. There was no harm to the patient or user. Any additional information received on this incident will be reported in a follow-up MDR.